Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that while using the liberty select cycler at the hospital they discovered a fluid leak during the ready phase of setup on the cycler. The patient was not connected during the incident. Fluid was discovered both in the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the back of the cassette. The m31 air detected in cassette alarm occurred prior to the fluid leak during fill 2 of 5. Additional information has been requested, however to date has not been provided. The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that while using the liberty select cycler at the hospital they discovered a fluid leak during the ready phase of setup on the cycler. The patient was not connected during the incident. Fluid was discovered both in the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the back of the cassette. The m31 air detected in cassette alarm occurred prior to the fluid leak during fill 2 of 5. Additional information has been requested, however to date has not been provided. The device was not returned to the manufacturer for evaluation.